Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the tissue pad was completely detached from the device. No patient consequences - the tissue pad didn't fall into the patient. Was only the tissue pad detached? Or were both the tissue pad detached and the blade tip also broken off? Only the tissue pad detached.

Event description:
It was reported that during an unknown procedure, blade broken. Device replacement to finish the procedure. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Batch # t93f03. Investigation summary: the device was received with the blade broken off, as it was initially reported in the event description. The blade tip was not returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. However the tissue pad was attached to the clamp arm and not detached. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.